Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late post-implant complication, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 21apr2016. The heartmate ii left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the arrhythmia did not result in clinical compromise. The arrhythmia was not sustained and terminated with one shock. The patient had a history of ventricular fibrillation prior to being implanted with the ventricular assist device (vad). The patient's potassium level was 3.4 on admission. The patient was treated with 40 milliequivalents of potassium chloride and was also started on amiodarone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced cardiac arrhythmia on (B)(6) 2020. The patient had presented to the emergency room after feeling a shock-like sensation in their chest that brought them to their knees. The patient was found to be experiencing ventricular fibrillation (vfib) and implanted cardioverter-defibrillator (ICD) discharge. The patient's potassium was replaced and no other etiologies were found. The patient was discharged on (B)(6) 2021.